Event description:
It was reported upon inspection of this biopsy needle, a burr was noted on the outer cannula. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. Co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."